Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion (dso) seal. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to a defective dso sensor. As a result, the dso sensor and seal were replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a cassette not properly inserted error. There was unknown patient involvement, no patient injury was reported.